Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery fault) was been confirmed. As a result, the battery would not power on the monitor and would not charge when placed in a charger. The cause of the problem could not be determined. The battery pack has been returned to the event for eval. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt received a replacement battery.

Event description:
A (B)(6) female pt contacted zoll customer support to report her battery pack would not charge when placed in the charger. The pt was issued a replacement battery pack.